Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations pertaining to medical device reporting. This MDR is based on preliminary info rec'd by company rep, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any company prods were causally related to the incident. It was alleged that smoke emitted from the unit during procedure. Due to this malfunction, procedure was aborted. There was no pt impact other than the cessation of the stone fragmentation procedure.